Manufacturer narrative:
Additional information b5: the customer confirmed the result was initially reported as positive and suggested the md to order quantitative. D10: no devices available for evaluation. Investigation conclusion: retention devices from the reported lot number were tested with hcg-negative clinical serum samples and low concentration standard (2 miu/ml). Results were read at 5 and 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined as the reported issue was not replicated during testing of retention product. However, case details indicate that the serum sample had an hcg concentration of 8.0 miu/ml. This is near the threshold of 10 miu/ml for this device and sample type. When testing samples with hcg concentrations near cut-off, some positive results may occur. If there is uncertainty as to the result, it is recommended that the test be repeated with a new sample or that an alternate confirmation method is used. Per the package insert, two distinct lines indicate a positive result. One line should be in the control region (c) and another line should be in the test region (t). The intensity of the red color in the test line region (t) will vary depending on the concentration of hcg present in the specimen. However, neither the quantitative value nor the rate of increase in hcg can be determined by this qualitative test. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer confirmed the result was initially reported as positive and suggested the md to order quantitative.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
It was reported that a serum hcg result was faint and difficult to interpret. The customer asked if "equivocal" was a way to report this finding, equivocal possibly meaning ambiguous. The package insert did not provide guidance for the customer. The beta quant result was 8miu/ml. No adverse event reported.